Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip got stuck on the steerable guide catheter (sgc) tip and both devices had to be removed together causing a little damage to the septum. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) (cds0701-xt, 10819r157) was advanced to the mitral valve; however, the physician decided to use a different clip size. Upon removal of the cds, the clip got stuck on the steerable guide catheter (sgc) tip and both devices had to be removed together causing a little damage to the septum. There was no damage to the sgc; therefore, it was re-advanced through the septum and a new cds was used successfully. One clip was implanted, reducing mr to <1. The septum was closed with an amplatzer septal occluder. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported difficult to remove could not be determined. The reported perforation appears to be a cascading effect of difficult to remove. The reported patient effect of perforation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.